Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder due to fluid loss and a connector crack. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder due to fluid loss and a connector crack. A patient outcome was not reported.

Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functional tested. Leak was found in the proximal cylinder body; this leak was consistent with sharp instrument damage. Cylinder has a hole in the outer and inner tubes with broken fabric threads. There was no crack in connector. Therefore, product analysis confirmed reported related to fluid loss. The ams700 ipp cylinder was visually inspected and functionally tested; no leaks were found. The cylinder performed within specification. Product analysis was unable to confirmed the reported events. An investigation conclusion code of cause not established was chosen, as product investigation could not identify the most probable cause of the fluid leak in the cylinder.